Event description:
It was reported the patient's blood glucose level rose to >250mg/dl while wearing the pod between 24 and 36 hours. The damaged cannula discovered at device evaluation was also found to have caused leaking. The pod was initially reported for a hazard alarm during operation.

Manufacturer narrative:
The pod arrived fully deployed. Corrosion was observed on the pcb, preventing the retrieval of download data and shelf mode current. As such, the type and cause of the reported alarm could not be determined. The battery voltages were observed to be low, and fluid damage was present on the mechanism rails. A tear was observed on the nail head of the soft cannula, causing a leak that led to the observed corrosion and fluid damage.